Manufacturer narrative:
Investigation summary: bd has been provided with a photos for catalog 302250 lot 1711417 to investigate for this record. Visual examination of the photo does not show the defect. Unfortunately, as a result, bd was unable to verify the reported issue. A batch history review shows no evidence of any issues that took place during the manufacturing of the syringe. If a sample or video becomes available, the record would be re-opened and re-investigated accordingly. As this is the first time this lot has been reported, no corrective actions are required at this time. Based on available information and since no evidence of issues or abnormality in bhr, a root cause related to syringe manufacturing process is not possible to determine, since provided picture is not enough clear to understand the customer experience.

Event description:
It was reported that syringe soloshot mini 0.05ml 27gx3/8 was cracked. This was discovered during use. The following information was provided by the initial reporter: creak syringe hub. While injecting bcg vaccine to a child patient, syringe hub was cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe soloshot mini 0.05ml 27gx3/8 was cracked. This was discovered during use. The following information was provided by the initial reporter: creak syringe hub. While injecting bcg vaccine to a child patient, syringe hub was cracked.